Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd maxzero needle-free valve occlusion occurred. The following information was provided by the initial reporter: pump indicated occlusion. Date when complaint occurred: (B)(6) 2022. The complaint was noted during commissioning of the product, this affected the patient.

Manufacturer narrative:
H.6. Investigation: two mz1000 products were received without packaging; the lot numbers of the affected products were not provided to assist the investigation. A visual inspection identified that a white residue was present within the housing of the received products, which was indicated as nimodipine by the customer. The samples were subjected to functional testing by connecting them to a bd plastipak 50ml syringe and attempting to flush fluid through; in each instance no occlusion or flow restriction was observed throughout testing. The lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience.

Event description:
It was reported while using bd maxzero¿ needle-free valve occlusion occurred. The following information was provided by the initial reporter: pump indicated occlusion. Date when complaint occurred: march 5, 2022. The complaint was noted during commissioning of the product, this affected the patient.